Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: a review of the pump¿s black box and alarm histories showed that cs 054 call service alarms were recorded. During testing, the pump powered on with no alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. The complaint that the pump was emitting cs 054 call service alarms was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the pump was emitting multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.